Event description:
Customer called to report that pt fell to one knee when going to the restroom and was out for a few seconds. Customer was given orange juice to bring up bgs and was also taken to the hospital for low bgs. Doctor acknowledged that the customer had a history of going low at any time and that he did not feel that the reason for the accident was diabetes related, customer was told at the hospital that their blood pressure was low and was advised to call the family doctor. They were admitted to the hosptial for four hours where bgs were treated with insulin drip. Troubleshooting was performed. Pump tested ok.